Event description:
Numerous flu episodes in past with prolonged recuperation, dry eyes and mouth, allergies, hypersensitivity to molds, skin rashes and dermatitis, numbness and tingling of right leg from 1/14/95 to present. Neck stiffness, lower back pain, sinusitis, conjunctivitis and blurred vision.